Manufacturer narrative:
The analysis results found that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have scratches. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this point.

Event description:
It was reported that during a laparoscopic nissen, the device did not work. Another device was opened and the procedure was completed without consequence to the pt.